Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The atrial lead exhibited multiple automatic mode switch episodes. The noise was reproducible with isometrics. No medical was intervention was performed. No patient symptoms were reported. The patient would continue to be monitored.